Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was showing high, out of range shocking impedance values on different vectors. A reprogramming suggestion was recommended. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported, that this right ventricular (rv) lead was showing high out of range shocking impedance values on different vectors. A reprogramming suggestion was recommended. The thresholds were also observed, to increase. It was discussed, that the origin of the lead behavior could be associated to calcification built up on the rv coil. The rv lead was surgically abandoned. A new rv lead was implanted at the same procedure. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated, should further pertinent information be provided.